Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field b5, d8, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Additionally, an image interrupted was observed during the evaluation, based on the results of the investigation, it is likely that the event occurred due to a failure of the locking lever on the scope socket. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during preparation for use for an digestive endoscopy procedure which was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited a b30 code error (scope communication error). The issue was found during preparation for use for an unknown diagnostic procedure. There were no reports of patient harm.